Event description:
Pre-dawn in snowstorm, a snow plow truck entered road, was not seen by the pt. Plow cut through door, causing severe head lacerations. Blood glucose after mva was over 200, ie not low